Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. (B)(4).

Event description:
It was reported a physician performed an atec breast biopsy procedure on (B)(6) 2018 and when the physician was withdrawing the needle from the introducer there was resistance that caused the needle to "deflect up" when removing and caused the physician to receive a needle stick. It is unknown if intervention was required. We have been unable to obtain additional information surrounding this event.